Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial customer report, however the main printed circuit (pc) board, heart lead flex and battery flex were replaced preventative. It was also noted that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was missing, one side bail was bent, the battery drawer was broken and contaminated and the keyboard pad was cosmetically scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a new battery was installed in the epg (external pulse generator), and it was attached to a patient. The device operated for two days, then it shut off. The patient's rate dropped to the underlying rate of 30ppm. Staff reported the "low battery symbol" did not come on, and both atrial and ventricular pace lights were solid green. The battery was replaced, and the device started working again, but it was decided to change the unit with another. No further patient complications were reported as a result of this event.